Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl with an unknown concentration and dose. It was reported the patient had an issue because her pain management doctor that was providing care of her pump had blocked the patient and was not referring her to another health care provider (hcp). The patient stated she needed to find a new hcp to manage care of the pump and reported that her alarm was going off. The patient noted that every half hour she heard 3 loud beeps. The patient said the alarm was going off every hour, 5 after, and said that the last night she would hear the alarm every half hour to 45 minutes. The patient said she was supposed to have a refill on (B)(6) 2018, but the hcp sent her a letter on 2018-mar-03 saying that they were dropping her. The patient wasn¿t home until (B)(6) 2018 to receive the letter. The patient noted that she tried to get help from them twice but were unable to. The patient reported the alarm started beeping on ¿wednesday or thursday¿. The patient did not confirm a month or week to clarify the date and had to disconnect because a surgeon was calling. The patient noted that previously she had morphine in her pump. The patient called back the same day to finish the call. The patient reported the initial single tone alarm started ¿around wednesday or thursday/around (B)(6) 2018¿. The 3-beep alarm started on (B)(6) 2018. The patient noted she received the email listings from the initial agent, hung up, and talked to the doctor. The doctor suggested having the manufacturer turn off the patient¿s pump, so the patient was calling to have a representative turn it off. The patient reviewed the alarm was because the pump was empty. The patient decided she would reach out to doctor listings before considering having the pump removed. No patient symptoms/complications were reported.